Event description:
It was reported that several files separated. Multiple unsuccessful attempts were made to obtain further info.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Several apparently unused samples were returned, visually inspected, evaluated for diameter measurements, and found to be in specification. Also, a DHR review was conducted with no abnormalities noted.